Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient had retained a bravo capsule for over 14 days as it had not detached from the esophagus. This was confirmed by x-rays. Medical advisor spoke with the patient and was informed the capsule had detached as of (B)(6) 2017 and the patient reported she is fine and has no issues associated with the procedure.